Manufacturer narrative:
Results of investigation: installed the suspect component in a known good unit and powered on into service mode. The transducer (xdcr) fault was verified on the alarm log. The caused of the xdcr failure was due to a faulty xdcr.

Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was displaying transducer fault. The customer reported patient involvement but no allegation of patient injury/harm.